Event description:
It was reported on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a baseline rhythm of right bundle branch block (rbbb) and a history of rbbb. The length of the membranous septum was not available, as imaging files were no longer accessible. There was no calcification extending beneath the aortic annular plane in the interventricular septum; however, mitral annular calcification extending to the left ventricular outflow tract (lvot) was noted. During the procedure, the patient underwent pre-balloon aortic valvuloplasty (pre-bav) using a 26 mm non-abbott balloon, following which a 10-second pause was observed. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, and the pigtail position was confirmed to be at the bottom of the non-coronary cusp (ncc). The valve was successfully implanted with a final implant depth of 4.5 mm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. At the conclusion of the procedure, the patient had bradycardia and rbbb, and a temporary pacemaker was placed. The patient left the catheterization laboratory with the temporary pacemaker in place. On (B)(6) 2026, a permanent pacemaker was implanted. There was no prolonged hospital stay reported. The patient was subsequently discharged. The implanter classified the event as likely related to the patient¿s past medical history.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.